Manufacturer narrative:
Concomitant medical products: product ID: 355024, lot# n310984, implanted: (B)(6) 2014, product type: accessory. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. The following coding applies to the leads (model: 977a260, serial: (B)(4)). (B)(4).

Event description:
The manufacturer representative (rep) reported on (B)(6) 2015 that the patient was having x-rays after a fall to determine lead migration, noting that they were not receiving good stimulation. It was later stated by the rep on (B)(6) 2015 that the patient's health care provider (hcp) considered lead migration a possibility. It was unknown when the patient first noticed the loss of stimulation. Additional information was received from the rep on (B)(6) 2015 stating that an x-ray was conducted and revealed that the leads were out of the epidural space and under the skin. The patient was no longer using spinal cord stimulation (scs) and a lead revision would be planned. The indication for use was non-malignant pain. The patient outcome is unknown, and follow up efforts have been conducted to obtain this information. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that an x-ray had been recommended by the manufacturer representative (rep). It found the lead on the left to have broken away and went to the left. They assumed the lead on the right was down and wrapped around the battery, but they were not positive; this was not seen on the x-ray. The patient experienced pain by her left shoulder blade. The pain was unbearable near the stimulator. She could feel the cord from the battery to one lead. If she touched that cord in that one spot, she could feel the lead and the lead moved and it was up by her left shoulder blade. That was where the pain would come from when she would touch the lead by her hip. This was figured out 2 weeks ago when she found out the lead broke loose. Additional information received from the healthcare provider (hcp) in response to follow-up reported that the last time the patient had been seen was on (B)(6) 2015 when x-rays were ordered. The results had been dropped off by the patient and the images were reviewed by the doctor on (B)(6) 2015. A lead surgery was ordered by the doctor but the date had not been scheduled pending insurance approval. The patient stimulator was turned off by the office on (B)(6) 2015.